Event description:
During inital manufacturer testing, the device underdelivered. The device delivered a measured volume of 10.8ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-5%).